Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The returned controller passed visual but failed functional testing. System testing indicated that the controller did not activate the "no power" alarm. This was due to a poorly soldered chip (u20), which is part of the alarm audio circuit. Once the ic was re-soldered, the"no power" alarm appropriately sounded. Also, the real time clock (rtc) was found reset to zero. However, when the date and time were set to actual time and the internal battery (bt2) was adequately recharged, controller was able to hold the accurate date and time. The depletion of the internal battery (bt2) is to be expected since the controller's internal coil cell battery had run down because it had not been connected to external power for an extended period of time. A reset to zero of the real time clock (rtc) has no impact on normal functionality of the controller. It affects the time stamp of the events and data entries in log files. The reported event was confirmed via functional testing. The most likely root cause of the reported event can be attributed to coin cell run down and faulty soldering of the internal audio chip. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during software maintenance release (smr upgrade) of the backup controller, date and time could not be saved in the controller. The controller was replaced. There was no impact to the patient.